Event description:
Pt alleges they fell out of bed and that the fall was caused by cushion snaps on the mattress coming unsnapped. Manufacturer unable to determine if snaps were unsnapped as a result of the fall. Pt suffered a broken nose.